Manufacturer narrative:
The root cause of this event is improper maintenance coupled with user error.

Event description:
This event involves a powered x-ray table. The operator reportedly rec'd an electric shock while he was connecting the power supply cord to the table. The power cord was already connected to the wall socket. The operator used the cord in a visibly damaged state. The system had been in use for more than 5 years. This event occurred in (B)(6).